Event description:
Medtronic received information regarding a navigation system being used during a spinal procedure. It was reported that the system shut down spontaneously.  It was unknown if this was a power outage or if the system rebooted by itself, as it could have been caused by an error #64 message.  The probable cause was suspected to be due to a power outage, if the system was on the batteries for too long, or if the software was restarted after an error message.  There was less than an hour delay to the procedure and no impact to patient outcome. Additional information was received stating that the system was plugged into a known functional outlet when it lost power. It is not clear whether this was a power related issue or some software problem. The system was rebooted and functioned as it should. The system was checked after the procedure, with no errors to be found, power values on the self-test showed no issues, functioning normally. No further action needed.

Manufacturer narrative:
Patient information was unavailable from the site. Information references the main component of the system. Other relevant device(s) are: product ID: 9735736, version #: 1.3.2, ubd: , UDI#:. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3) a software analysis was initiated. However, it was found that the logs contained insufficient information to determine the relationship of the software to the reported issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.